Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. The additional event details are found in report.

Event description:
The customer called back to complete troubleshooting and the insulin pump passed the high pressure test.

Event description:
It was reported that the customer had a blood glucose level of 442 mg/dl. Standard troubleshooting was performed, but not completed. The product is not being returned. Nothing further was reported.